Manufacturer narrative:
No device was returned for evaluation and no pictures showing the condition were provided by the customer. Based on the information provided by the customer, the possible root cause for ¿blisters and rash¿ is device used on patient with material sensitivity. However, the biopatch¿s instructions for use (IFU) literature recognizes the possibility of adverse reactions: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ per directions for use, the skin should be prepared prior use and aseptic technique must be followed throughout the process. It is also important to change the dressing ¿at a minimum of 7 days although changes will be needed more frequently with highly exuding wounds¿. Patient age was not disclosed, nonetheless it is important to consider the following warns included in the IFU: do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. The safety and effectiveness of biopatch has not been established in children under 16 years of age.

Event description:
Medwtach report mw5101027: patient's mom reports that her child is having blisters/rash underneath central line dressing and biopatch. It is not warm to the touch or oozing. No additional information was provided.